Event description:
It was reported that prior to use with bd smartsite¿ extension set the port separated from the extension set. The following information was provided by the initial reporter: device not used on patient. Removed from package - the side/port that would connect the main IV line came apart from the extension set. Samples available yes.

Manufacturer narrative:
H.6. Investigation summary: one sample was received and tested by our quality team. The separation at smartsite end was noticed immediately and the customer's complaint was verified. Visual analyses under a high-power digital microscope were employed, and the separated tubing seemed to be lacking solvent (glue). The manufacturer was forwarded the information, and the root cause of the failure was determined to be incorrect application of solvent and insertion by the operator at the bench responsible for the smartsite to tubing junction. A quality alert was generated to communicate and reinforce correct assembly process. A device history record review for model 10013902 lot number 23029132 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11feb2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd smartsite¿ extension set the port separated from the extension set. The following information was provided by the initial reporter: device not used on patient. Removed from package - the side/port that would connect the main IV line came apart from the extension set.